Event description:
It was reported that the neurologist¿s handheld screen was unresponsive. Hard resets were performed but the issue did not resolve. The handheld device has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 the handheld and flashcard were returned for product analysis. An analysis was performed on the returned handheld and the unresponsive screen event was confirmed. During the analysis, it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. The flashcard and software performed according to functional specifications.